Event description:
New information received notes that the right atrial lead could not be repositioned after dislodgement was noted on (B)(6) 2017 due to the helix being unable to extend. The lead was returned on (B)(6) 2019.

Manufacturer narrative:
As received, a complete lead was returned in one piece measuring 52.0 cm. Visual and x-ray examination indicated that the inner coil inside the connector region was over-torqued and the outer insulation was twisted due to procedural damage. The helix was extended within specification and was clogged with blood and tissue. The helix was unable to retract/extend directly from the connector pin, but applying torque directly after cleaning the inner coil, the helix could be retracted and extended. No conductor fractures or internal shorts were found and no other anomalies were found. The reported events of high pacing threshold and extended helix could not be confirmed.

Event description:
It was reported that a patient presented at a follow-up in clinic. Upon review, the right atrial lead exhibited high capture thresholds. Fluoroscopy performed on (B)(6) 2019 confirmed lead dislodgement. The lead was explanted and replaced. The patient was in stable condition.